Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported software issue via phone call. Customer blood glucose reading was unknown. Troubleshooting was performed. Customer stated there was no physical damage. The insulin pump was not able to rewind. The insulin pump will not be returning for analysis.

Manufacturer narrative:
Device was received with a pump error 38 alarm during rewind due to a jammed motor gearbox. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm. Unable to confirm pump error 53 or battery failed.